Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss upper limb/neck and spinal pain indications. The caller reported they have been having trouble with charging the implant for the past couple weeks. Caller stated it takes up to 4 hours just to get the implant charged to 50%. Caller stated now they cant get it to take a charge at all and they keep getting no device found (16) and then it showed software problem (99) message with the following details:1- intellis2- 3.63- 584- qf_ new. Agent did not ask about the circumstances that led to the reported issue. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green flashing light; controller is 70 percent and implant is 30 percent. Caller confirmed no physical damage on recharger cord, pins nor controller connector port pins nor battery compartment pins. Caller then connected recharger and confirmed poor recharge quality (76). Caller repositioned and saw charging excellent. Caller confirmed that the implant battery increased to 40 percent. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. The pt reported that they had increased their usage. They would charge their battery charger to 100% to only charge to 75 to 90% and the charger would need to be recharged again to complete the battery charge. They noticed a disc and box on the cord gets hot when charging and weren't sure if this was the problem. The charger often makes a clicking noise.

Manufacturer narrative:
Continuation of d10: product type recharger product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.